Event description:
The facility reported an overinfusion, found during pt use with no pt injury or medical intervention required. The medication involved was chemotherapy, set on continuous mode. The bag volume was 420 ml and the rate of the device was 2.5 ml/hr. The infusion ended after 168 hours, 7 hours early. The solution bag was lower than the pump at the time of the alarm. The pt discarded the tubing.